Event description:
The masimo docking station can be laid flat to view or it can be mounted on its side. The screen will re-orient to display properly when you choose to view it vertically using standoffs that are built into the case. We mount this monitor above the patient's head using a gcx wall mount and a mounting bracket. The problem is that the case is not strong enough to support the typical use these monitors receive. The stress, over time weakens the standoff and they separate by cracking where the standoff meets the body of the case.what was the original intended procedure?to monitor pulse oximetery of a patient in our emergency dept.